Event description:
The customer reported falsely elevated vitamin b12 (vb12) and intact parathyroid hormone (pth) results on two patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s). The samples were repeated an alternate atellica im 1600 analyzer. The repeat results were lower than the erroneous results. The repeat vb12 result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated vb12 and pth results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated vitamin b12 (vb12) and intact parathyroid hormone (pth) results on two patient samples on an atellica im 1600 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed cuvette blocking reagent probe 3 movement. The cse removed the blockage, and during module initialization, an error was identified in the reagent loader. The ring loader was cleaned and the module was rebooted. Following this intervention, the analyzer was operational. Siemens further evaluated the event and concluded that the cuvette blocking reagent probe 3 movement potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.